Event description:
Reportedly, the device would not completely cut and clip the application site. The or staff reported that the sound was different when fired and it did not appear to have enough power when firing to cut and clip completely. Trauma, such as tearing of the application area occured which required additional sutures to stop the bleeding. There were no tissue damage or ill-effects reported. Procedure type: colon resection.